Manufacturer narrative:
The lot specific to this event is not known; therefore, lot history and device history reviews are not possible. The root cause of the customer¿s dissatisfaction with the knife substitution is due to a temporary deviation which occurred due to a backorder with the supplier. During the backorder, a substitute knife was approved for use. The root cause of the reported dull knife that is causing larger incisions is unknown as a sample was not returned for investigation. (B)(4)

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The doctor reported that the blade is dull and large making the incision larger. The procedure was completed without harm to the patient. Additional information and product sample were requested; however, the customer informed that no further information is available.